Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 67 mg/dl and 457 mg/dl. Customer was playing at recess and her reading dropped to 67 mg/dl. Customer was sent to the nurse's office where she was given a snack to eat and consumed on her own. Customer then tested at 457 mg/dl. Customer then tested at 125 mg/dl about 45 minutes later. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.